Event description:
It was reported that the patient presented for routine generator change on (B)(6) 2022. During the procedure, the physician removed a loop from the right ventricular lead. The loop was suspected of causing ventricular ectopy and non-sustained right ventricular tachycardia. The patient was stable.